Event description:
Coiling treatment of an aneurysm. Post procedure, it was reported the patient developed suspected hyperglycemia and was treated with insulin. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.